Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" exact value was not provided. The customer delivered a correction bolus to address elevated bg. Tandem technical support performed a system check on the pump and was able to verify that the pump was functioning as intended. The pump data was reviewed and it was verified that the cartridge had been disconnected and that the customer did not recall removing the cartridge, but acknowledged that the cartridge had accidentally become disconnect at one point during the middle of the night. Customer was able to resume insulin delivery.